Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. A "partial capsulectomy + rinse" was performed during replacement surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as surgical damage and missing assessed as inconclusive. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A "partial capsulectomy + rinse" was performed during replacement surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.